Manufacturer narrative:
Date of report : 05/21/2019, date rec¿d by MFR : 06/04/2019. Failure analysis on the returned touch screen shows that the customer complaint of touchscreen calibration issue was not duplicated during bench test; however, unit failed for resistance out of tolerance specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that touchscreen calibration was lost. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
MFR site : updated contact name date rec¿d by MFR : 1mar2019. The manufacturer's field service engineer could not confirm the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the touchscreen as a preventative measure. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.